Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received. 1 device investigation type has not yet been determined. Evaluation status: 3 reported events were confirmed during testing. 2 devices were found to be affected by a fractured component. 1 device was found to be affected by a mechanical problem with the trigger. 4 device evaluations are in progress. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a component detach. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 8 previously reported events are included in this follow-up record. Product return status 8 devices were received. Event confirmation status 8 reported events were confirmed; the cause was traced to component failure. Evaluation results 8 devices were found to be affected by damaged internal components.